Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stage iii anterior vaginal vault prolapse cystocele, stage iii posterior vaginal vault prolapse rectocele, vaginal utervaginal prolapse, enterocele and urinary retention with concurrent total vaginal hysterectomy, laparoscopic bso for retained post menopausal ovaries, laparascopic sacrocolpopexy, laparascopic enterocele repair, cystoscopy and suprapubic tube placement.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced urinary problems, dyspareunia, vaginal scarring, infection and bleeding. It was reported that the patient underwent vaginal mesh excision with extreme scar tissue on (B)(6) 2007 due to mesh erosion. (B)(4).